Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken and underweight. A visual and microscopic analysis was performed which identified; striated broken on anterior and radius, creases fold, wear abrasion, non- penetrating nick and missing shell (0-25%). Based on the device analysis the final assessment is: a striated edge broken assessed as surgical damage consistent in the use of some surgical tool. Missing shell assessed as inconclusive and a striated nick assessed as surgical tool scratch like. Additional, changed, and/or corrected data: h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.